Event description:
Additional information received reported the cause of the event was the patient needed reprogramming. Reprogramming was performed and the patient obtained therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was getting jerked inside from the stimulation sensation at 3:00 am on the morning of the event. Her abdomen felt like it was "killing her all the way through her back." The stimulation was decreased from 3.5v to 3.1v. At 6:00 a.m., the stimulation was decreased to 0.0v and turned off. The patient experienced acute pain. The patient had two incision sites on her back and the lower incision site is where the pain was felt. The pain was moving all the way to the abdomen. It was a sharp, constant pain and, at times, felt like it was cutting her breath off. She did not feel like the stimulation was on. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.